Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the photos provided, the device could not be appreciated on the pictures since it appears that the microcatheter remains inside of the package. A manufacturing record evaluation was performed for the finished device 30292951 number, and no non-conformances related to the reported complaint condition were identified the reported condition ¿catheter (body/shaft)- obstructed-in patient with loss of mc cerebral target position¿ could not be evaluated based on the pictures. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. Further investigation will be performed if the device returns for analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an aneurysm embolization the stent system couldn¿t enter a 150/5cm prowler select plus microcatheter (606s255x, 30292951). The physician switched to a new microcatheter (mc) to complete the procedure. There was no patient injury reported. Original problem mc was removed from the patient, so the target cerebral position was lost. No additional information was provided at the time of reporting.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b5, d9, g3, g6, h2, h3, h6 and h10. Section b5: additional information received indicated that the same stent delivery system used with the new microcatheter (mc). There were no other devices that were used with the mc prior to the resistance. The mc was not damaged during manipulation or noticed to be damaged upon removal from the patient. There was nothing noted to be obstructing the microcatheter. The continuous flush on the microcatheter was maintained. The target vessel/site being treated was the middle cerebral artery (mca) m1. Complaint conclusion: as reported by the field, during an aneurysm embolization the unspecified stent system couldn¿t enter a 150/5cm prowler select plus microcatheter (606s255x, 30292951). The physician switched to a new microcatheter (mc) to complete the procedure. There was no patient injury reported. The original problem, mc was removed from the patient, so the target cerebral position was lost. Additional information received indicated that the same stent delivery system used with the new microcatheter (mc). There were no other devices that were used with the mc prior to the resistance. The mc was not damaged during manipulation or noticed to be damaged upon removal from the patient. There was nothing noted to be obstructing the microcatheter. The continuous flush on the microcatheter was maintained. The target vessel/site being treated was the middle cerebral artery (mca) m1. Photos were received and visually analyzed. Based on the photos provided, the device could not be appreciated on the pictures since it appears that the microcatheter remains inside of the package. A manufacturing record evaluation was performed for the finished device 30292951 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch. The device was inspected, and it was found in good normal conditions, no damages or anomalies were observed. The prowler select plus 150/5cm was flushed using a lab sample syringe, after that, a lab sample guide wire was inserted in the micro-catheter and it advances until the distal tip without any difficulty, no resistance/friction was felt during the functional test. The ID and the od from the microcatheter were measured and were found within specification. The complaint reported by the customer ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position¿ was not confirmed. During the analysis it was noted that the device is in good conditions, also, during the functional test, a lab sample guide wire was inserted in the microcatheter and it advances until the distal tip without any difficulty, no resistance/friction was felt during the functional test. Neither the analysis nor the mre suggests that the failure reported by the customer could not be related to the manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. The movement or force of catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest that the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.